Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: the actual device was returned for evaluation and replaced worn fingers on complete pressure adjusters with tip were worn. They were replacement kit to correct the issue. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational.

Event description:
It was reported by the sales rep that during rotator cuff repair surgical procedure, the surgeon felt that the 4580 fms duo+ pump/shaver combo pump device was supplying more pressure to the joint than what was indicated by the pump. According to the reporter, it was confirmed that there was no extra fluid build-up in the joint. The surgeon felt that the pump was running too much and the pressure adjustment was off but there were no patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the actual device was returned for evaluation and replaced worn fingers on complete pressure adjusters with tip were worn. They were replacement kit to correct the issue. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review performed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.